Event description:
Healthcare professional reported gel stent has been discarded and completed surgery with back up xen.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a xen®45 gts "slider did not operate properly during surgery" before during implantation in left eye. Surgery was completed with second xen®45 gts device. No eye injury noted.

Manufacturer narrative:
Device analysis: a visual inspection of the injector and functionality test were performed. No damage other than the separation and slightly bent needle was observed. It was determined the extent to which the needle was bent would not affect/ prevent functional testing of the injector. The complainant did not report separation or a slightly bent needle and complainant handling of the sample cannot be ruled out as the cause of these conditions and these conditions will not contribute to verification of the category /subcategory. No further evaluation of these conditions is needed. During the functionality test, smooth operation of the slider knob (traveling the entire distance) in each bevel position was observed. The expected results of functionality test were met. A stent was not observed to deploy during the functionality test. Upon completion of the functionality test, it was determined that the stent was likely deployed prior to receipt and not returned within the injector.

Event description:
Healthcare professional reported a xen®45 gts "slider did not operate properly during surgery" before during implantation in left eye. Surgery was completed with second xen®45 gts device. Healthcare professional reported gel stent has been discarded. No eye injury noted.